Manufacturer narrative:
The following additional information has been updated in this report. Section b5 "describe event or problem" has been updated. Section "product problem" in box b has been updated/corrected. Section "type of reported complaint" in box h has been updated/corrected to reflect serious injury. Section h6 "patient outcome code grid" and "health effect- impact code" has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache. There was no report of serious or permanent harm or injury. The device has not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.